Event description:
It has been reported to philips that, system could not turn on. It is unknown if the system was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the system could not turn on. No further information regarding the issue has been provided. No service has been performed by philips as there was no response from the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome. Evaluation method code was corrected.